Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.